Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. The cause of the iipv found in the logs was determined to be insufficient drain due to false empty detect at initial drain and at previous therapy last drain. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2011 during drain cycle 3. The patient's largest prescribed fill volume (lpfv) was 2500 ml and the drain volume was 4041 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse and notified her of the incidents of iipv that was found during the device log review. The nurse stated that the hp has been doing fine.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.